Manufacturer narrative:
Block b3: approximated based on the year the literature was published. Blocks d4, h4: the upn and lot number of the suspect device was not provided in the literature; therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter's first name: (B)(6). Block g2: literature source: garcia-alonso f.j., et al. Cumulative risks of stent migration and gastrointestinal bleeding in patients with lumen-apposing metal stents. Endoscopy 2018; 50: 386-395. Doi: 10.1055/a-0581-9040. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of severe bleeding. Imdrf impact code f2202 is being used for closing the perforation endoscopically. Imdrf impact code f19 captures the surgical intervention to address the severe bleeding. Imdrf impact code f0801 captures the patient's admission to the intensive care unit (ICU). Imdrf device code a010402 captures the reportable event of stent migration.

Event description:
Note: per the article, either a cold axios stent and delivery system or a hot axios stent and electrocautery enhanced delivery system was used. This report pertains to the hot axios stent indicated in the article. Boston scientific became aware of an event involving both cold axios stent and delivery system and hot axios stent and electrocautery enhanced delivery system through the article, cumulative risks of stent migration and gastrointestinal bleeding in patients with lumen-apposing metal stents, by francisco javier garcia-alonso, et al. Per the article, either a cold axios stent and delivery system or a hot axios stent and electrocautery enhanced delivery system was used in patients between may 2011 and june 2017. The following occurred with study patients: stent migration post stent placement, fever requiring antibiotics, moderately severe cholecystitis, perforation during lams retrieval and was closed endoscopically, and severe bleeding that required surgery, endoscopic hemostasis and blood transfusion. Patient was also admitted to the intensive care unit. Please see the referenced article for full details.